Event description:
Note: this report pertains to one of three complaints. Reference MFR report #'s 3005099803-2009-02972 and 3005099803-2009-02973. It was reported to boston scientific corporation, that three ultraflex non-covered tracheobronchial stents were used during two separate procedures performed on the same pt ("over 50 years"). According to the complainant, an ultraflex stent was placed successfully slightly distal to the target lesion on (B)(6) 2009. One week post stent placement, another procedure was performed and the stent was repositioned at the appropriate target site using biopsy forceps. No additional stent was placed at that time. On (B)(6) 2009, it was noted that the previously implanted stent was occluded due to tumor ingrowth. The stent was not removed. A second ultraflex stent was used. However, the suture would not release and the shaft became kinked proximal to the stent. This stent system was removed and a third ultraflex stent was attempted to be placed. The stent was deployed approximately 1/3 of the way. However, the suture would not release and the device kinked. The stent system was removed and the procedure was completed by dilating the lesion with a cre balloon. Another stent placement procedure was performed successfully on (B)(6) 2009. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).